Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video assisted thoracoscopic lobectomy. While attempting to get the proper angle on a vessel while the device was in a port, the adapter shaft broke at the point where it meets the reload due to excessive torque. The reload fired successfully. To complete the procedure, a manual handle was used. No patient injury or extension in surgical time. Patient status is alive, no injury.